Manufacturer narrative:
284747 evaluation statement: the reported event of platens sticking to membrane frames was confirmed from a photo in the tpc site summary. No product or event logs have been returned for this investigation, however the issue may be related to the customer¿s cleaning practices. Tip sheets were reviewed with and left with customer. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
During a site visit by bd representatives, biomed reported platens sticking to membranes on pump modules. The facility biomed will be repairing the devices. There was no report of patient involvement.

Manufacturer narrative:
284747 evaluation statement: the reported event of platens sticking to membrane frames was confirmed from a photo in the tpc site summary. No product or event logs have been returned for this investigation, however the issue may be related to the customer¿s cleaning practices. Tip sheets were reviewed with and left with customer. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
During a site visit by bd representatives, biomed reported platens sticking to membranes on pump modules. The facility biomed will be repairing the devices. There was no report of patient involvement.